Manufacturer narrative:
Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
An international distributor reported that a customer's AED asi indicator was flashing red and the device displayed a service code. During troubleshooting with the customer, it was reported that the AED did not respond when the shock button was pressed during the manual self-test prompt. The customer did not report this issue occurring during actual patient use.